Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had a service wrench icon in the readiness display and could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly would not allow the device to power on correctly and caused excessive current to be drawn. The digital pcb assembly was then evaluated and physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u25 on the digital pcb assembly having corrupted memory. This ic chip, designator u25 on the digital pcb assembly having corrupted memory, caused the device not to power on correctly. The device was no longer under warranty and the customer was advised to purchase a new device.